Event description:
The complainant reported that a hematoma noted at the impella insertion site. The patient received 2 units of red blood cells (rbcs). Plan was to remove the device. The pump was subsequently weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This follow-up report is being submitted to provide additional information not included in the initial report and to document the conclusions of the completed investigation. D4 the primary UDI number has been added; it was inadvertently omitted from the initial submission. H4. Device manufacture date has been added; it was inadvertently omitted from the initial submission. Updates have been made to the h6 component code, type of investigation, investigation findings, and investigation conclusions to reflect the closure of the investigation. Investigation summary. The cause of the access site adverse event was not determined due to insufficient clinical information.